Event description:
Event description guidant received information that during implant procedure this lead (4472-420044) perforated the myocardium. It was reported that there were no adverse effects. The lead was suspected of being damaged during the removal and was therefore replaced with a new lead.